Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds and did not capture anymore. It was also noted that under fluoroscopy the right atrial (ra) lead dislodged. The physician then attempted to use it, but the screw would not retract as there was tissue on it. The rv lead and the ra lead were explanted and replaced. No patient complications have been reported as a result of this event.